Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Visual inspection of the returned device confirms the reported event. Following visual and dimensional analysis of the returned device. The most likely cause of the reported event is wear and tear due to overtightening. Device history record (DHR) was reviewed and no discrepancies were found. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that upon insertion of the femoral drill guide, the screw broke and the instrument loosened. A new tray of instruments was needed to complete the procedure.

Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that upon insertion of the femoral drill guide, the screw broke and the instrument loosened. A new tray of instruments was needed to complete the procedure.